Manufacturer narrative:
A ge service rep performed an on site investigation. The brakes were inspected and the batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had a filament drive error and an overcharge error messages. Also the left brake would not function properly. No pt injury was reported.